Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that right ventricular (rv) lead integrity alert (lia) triggered. Impedance had been gradually increasing slightly over time, but spiked just above the programmed programmed threshold limit. Continued close monitoring was recommended, and the rv lead remains in use. No patient complications have been reported as a result of this event.